Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. The system operates as intended.

Event description:
The customer reported that the left monitor was not displaying the live image. There is no report of pt injury or death.